Event description:
A #16 french bard temp sensor foley was placed in the operating room. The next day, a bag was found to have a hole in the drainage bag leaking onto the floor. Bag was changed using aseptic technique without further incident.